Manufacturer narrative:
The insulin pump had a blank display due to total moisture damage on the electronic and motor assemblies. The device was also received with a crack on the battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. The customer stated she did not see any cracks on the device but, could see fluid under the lcd display. Blood glucose value was 244 mg/dl, which she treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.